Event description:
It was reported on (B)(6) 2021 that the patient complained of occasional symptomatic light headedness. Interrogating the crt-d revealed several mode switch episodes with absence of true atrial arrhythmia. The patient had a history of minor atrial oversensing that was previously managed by decreasing the atrial sensitivity; however, the stored episodes seen on (B)(6) 2021 revealed more oversensing that before. Provocative testing was performed and the noise on the atrial channel was reproduced along with ventricular oversensing when the patient was lying on the back, with the head turning from side to side. The noise was not reproduced via isometrics, valsalva maneuvers, deep respiration or coughing. Post-v and post-r refractory periods were set to 155ms and the ventricular sensitivity was reprogrammed to 0.8mv. Following these adjustments, further ventricular oversensing was unable to be reproduced and the impact on the inappropriate mode switch will be monitored over time. Evaluation of the position and performance of the leads, especially the atrial lead will be scheduled.